Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) interface and the rear cable breakout panel were broken and misshaped. The site was offered a repair quote.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) interface was broken. No patient present. Troubleshooting.